Event description:
It was reported that the hcp wanted them to change to a different group. They put them on c, and when they got up this morning they were told to change to d, because they are shaky. Patient stated that when they got the implant, they were doing good for several months, then they slowly started having worse tremors. Agent walked the patient through connecting to the implantable neurostimulator (ins) and reviewed changing groups. Patient was able to connect and change to group c. Patient to monitor their symptoms and redirected to the hcp if it persists. Patient also mentioned that they had trouble when they are charging the communicator, because it stops blinking. Agent reviewed that that's a normal behavior of the communicator, and that it's still taking a charge, it's just on sleep mode. Patient understood. Patient called back and reported they are "really shaky this morning" and having trouble holding onto things. Caller stated they get what they call little "shocks". Caller stated the doctor suggested they go back to group c. Agent walked caller through changing groups. Patient will monitor symptoms now that change was made and will follow up with doctor if doesn't resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.